Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon (no image) was duplicated, and it was found that the scope communication errors (error e216 and e226) occurred on the subject device. In addition, as a result of x-ray analysis, it was found that there were the breakage and the electrical short circuit of the camera cable at the soldered area in the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, it was surmised that the reported phenomena (no image and scope communication errors) were attributed to the failure of the communication between the video connector and the camera cable due to the electrical short circuit of the camera cable, which might be caused by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the laparoscopic large bowel surgery with the subject device at the user facility, the endoscopic image of the subject device was disappeared. The user facility replaced the subject device to a flexible endoscope to complete the procedure. This event may have occurred within an hour before notifying olympus. There was no report of patient injury associated with this event.